Manufacturer narrative:
Manufacturing device history record review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing were performed. The tamper seals were broken/removed, and a few minor scratches were found on the top case. A review of the event history log identified primary audible alarm background test. Functional testing was performed using the occlusion test. Testing was unable to duplicate the reported problem. No root cause could be determined. The speaker was replaced as a preventive measure. This MDR was generated under protocol (B)(4).

Event description:
It was reported that a primary audible alarm background test occurred. No patient injury was reported.